Event description:
The field service engineer observed charred cables and burn damage on the main control board of the glp centrifuge. There was no impact to patient management and no harm to the user reported.

Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The field service engineer observed charred cables and burn damage on the main control board of the glp centrifuge. There was no impact to patient management and no harm to the user reported.

Manufacturer narrative:
Update to section h6 - adverse event problem, investigation conclusions this report is being filed on an international product, product name (ex. Glp centrifuge module), list number 06q03, which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51, 510k k213486. The field service representative (fsr) inspected glp centrifuge module (cm), serial (B)(6) and determined that there was damage to the glp centrifuge main control board and a cable. The fsr replaced the centrifuge, which resolved the issue. A review of tracking and trending of the glp centrifuge did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp centrifuge module (cm), serial (B)(6) and glp centrifuge was identified.